Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. All the baseline testings were performed and had found no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Moreover, the patient developed a hematoma. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Moreover, the patient developed a hematoma. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. All the baseline testings were performed and had found no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.